Event description:
The issue reported was a pump screen that was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The technical support instructed the customer to check the power connection and try charging the pump; however, these steps did not resolve the issue. Consequently, a replacement pump was provided since the existing pump was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.